Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. On the same day a mi occurred. The reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to study device.

Manufacturer narrative:
Clopidogrel, asa continued from block. Evaluation results - inherent risk of procedure (myocardial infarction). (B)(4)